Event description:
It was reported that the patient had a loss of stimulation/therapeutic effect with less than 50% therapy relief. The patient's system was not working, there were high impedance measurements (10,000 ohms), the lead was tested and found the end of the lead was pulled apart. The lead was left in place by the surgeon, ends capped off. It was noted that the device was nearing end of life and the patient's physician wanted a new system. A new lead and device were inserted.

Manufacturer narrative:
Product ID, 3998 lot# la8192, implanted: 1998 (B)(6), product type lead product ID, 37742aa lot# serial# (B)(4), product type programmer, patient product ID, 3708340aa lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3708340aa lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4).